Event description:
The field service rep reported a 'control panel error' and a resulting system lock up. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The psi power supply was evaluated and replaced. Associated connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.